Manufacturer narrative:
A review of the medtronic global complaint handling database with the provided unique device identifier numbers found previous records regarding the valve referenced in this literature. The event records were reported via MDR#: 2025587-2023-03246. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received provided unique device identifiers for the implanted valve. No further details were provided.

Event description:
Literature was reviewed regarding a patient who underwent implant of a medtronic 26-mm evolut fx bioprosthetic valve in the aortic position.  Six months post-implant she presented with exertional angina.  Computed tomography (CT) and coronary angiography revealed the valve stent frame had become endothelialized resulting in sequestration of the sinus of valsalva (sov) and partial occlusion of the left anterior descending (lad) coronary artery.  In a subsequent percutaneous coronary intervention two stents were implanted, extending from the left main trunk to the sov.  The post-procedural CT confirmed stenotic stents caused by suboptimal expansion due to constricted space; however, the procedure was considered successful as the patient had immediate relief from her symptoms.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: sato et al. Sinus sequestration due to transcatheter heart valve endothelialization after transcatheter aortic valve replacement. European heart journal ehae606 2024. Https://doi.org/10.1093/eurheartj/ehae60. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.